Event description:
Physician was attempting to use one nc sprinter balloon to post-dilate a stent in a moderate to severe calcified lesion in the rca but the balloon burst at 16 atm on its second inflation. The sds was removed and a small section of balloon material remained. The physician then trapped the material using a second stent. There were no difficulties noted when delivering the balloon to the lesion. The device had been inspected prior to use with no issues noted, unknown however if negative prep was performed. No reported patient complications or other clinical sequelae.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology ¿ moderate to severe calcification). No results available since no evaluation performed - (device or procedural images not provided for review); none (device not returned for evaluation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ moderate to severe calcification); unable to confirm complaint - (device or procedural images not provided for review); device not returned for evaluation. (B)(4).